Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the safety device did not work was confirmed from the circumstantial evidence that was observed in one of the two photographs that were provided for investigation. One photo showed a needle from the nexiva device, and the tip shield safety mechanism was positioned over the midpoint of the needle. The needle tip remained exposed. Without the physical sample, it could not be determined what caused or contributed to the reported event. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero safety mechanism disengagement problem. The following information was provided by the initial reporter, translated from portuguese to english: in a second case, the safety device did not work. Additional info received. Feb 20.2025. What is the material number of the 2nd event (mentioned in add info safety device did not work)? 383536. What was the batch number involved? 4059661. Was there any impact on the patient? No. What was the date of the event? 03/01/2025.